Manufacturer narrative:
Additional narrative: initial reporter is synthes sales representative without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during an unknown procedure, the spring mechanism broke. The implant impactor metal end was not intact. Both screwdrivers started to round off at end and screw insertion was difficult. No patient consequence was reported. This report is for one (1) stardrive screwdriver shaft t8 self-retaining/qc this is report 1 of 2 for (B)(4).